Event description:
I wrote down the lot number and I am not sure it is correct: cz04602, expiration date of 03/2011, trojan ultra thin condoms. But it is very important that you address this issue immediately. I believe these condoms need to be recalled. They break easily. I even stuck my finger in it to test it and my finger broke through it easily. I've read similar complaints on the internet. I doubt a company as big as this would put these condoms on the market without testing them. So, possibly they deteriorate quickly. Have these condoms been recalled? Are you looking into these complaints?